Manufacturer narrative:
Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the knee procedure? Can you describe the surgeon initial technique with stratafix symmetric tab? What tissue was the stratafix symmetric suture used on? What was the condition of the fascia tissue where suture was used (normal, diseased, weakened)? What is the surgeon opinion as to relationship of the stratafix suture and the suture breakage? What post op date was the suture found broken? What medical intervention was indicated for the post op suture breakage? At what location on the suture was it found broken, (termination, middle, end)? What are the patient gender, age, weight and bmi? What is the current condition of the patient? Additional information: - the actual device batch number associated with this event is not known. Three possible batch numbers are reported as follows: kgm380, kh6842, kjm084. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient had a total knee arthroplasty on unknown date and barbed suture was used. Post operatively, during rehabilitation, the suture broke. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch kh6842 - expiration date: 06/30/2018. Date of mfg.: 07/27/2016 batch kjm084 - expiration date: 07/31/2018. Date of mfg.: 08/01/2016 batch kgm380 - expiration date: 05/31/2018. Date of mfg.: 06/03/2016 in addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. Additional information was requested and the following was obtained: what was the date of the knee procedure? -no information. Can you describe the surgeon initial technique with stratafix symmetric tab? -total knee arthroplasty. What tissue was the stratafix symmetric suture used on? -on fascia. What was the condition of the fascia tissue where suture was used (normal, diseased, weakened)? -no information. What is the surgeon opinion as to relationship of the stratafix suture and the suture breakage? -dr's comment's: ""even if one thread breaks, it does not break all."". What post op date was the suture found broken? -the date is unk. During rehabilitation. What medical intervention was indicated for the post op suture breakage? -no intervention. At what location on the suture was it found broken, (termination, middle, end)? -no information. What are the patient gender, age, weight and bmi? -male/40's. What is the current condition of the patient? -the patient is restoring.